Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e m800, serial/lot #: (B)(6), UDI#: (B)(4). H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the devices was not returned. If the devices are returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a sacroiliac and thoracolumbar spine surgery using the guidance system with an motor, the drill was not advancing when placing the fourth screw after the first three screws were placed without issue. The surgical team observed that the drill bit was not locked into place and, upon removal, the tip that should have locked into the motor was black and appeared damaged. The second drill bit was used and could not be properly seated into the motor after removal, and the motor casing appeared to be damaged. It was reported that the first drill bit was not fully seated, which stripped the motor casing and drill bit was found to be damaged. It was reported that procedure completed with backup product. It was reported that there was no patient or staff impact. It was reported that there was a procedure delay of less than 1 hour.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.